Event description:
The customer contact reported the pt received more IV fluid than intended. At an unspecified time, the pump was programmed to deliver 100ml of unspecified IV fluid. No further programming parameters were provided. At an unspecified time, the delivery was started. After an unspecified length of time, the nurse noted the display indicated that 36ml had been delivered; however, less than 64ml remained in the solution container. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was returned for testing; however, the device was inadvertently remanufactured prior to testing for the reported event; therefore, testing was not completed. The pump history was downloaded and printed at the service center. The customer did not provide any programming parameters; therefore, the history cannot be utilized to evaluate the reported event.